Event description:
The patient is reportedly experiencing intermittencies with her internal device followed by a loss of lock. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Surgery to explant the pt's device will be scheduled.